Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy. The cause was unknown. On the same day as onset, the patient was treated with vancomycin injection (1gm every 42hrs, ongoing) and ceftazidime injection (1gm everyday, ongoing) for peritonitis. Ten days after the event onset, the patient was hospitalized and was discharged after two days. At the time of this report, the patient was recovering from this event. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
B5: upon follow up it was reported antibiotic treatments were discontinued (unknown date). Eighteen days after event onset, the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.